Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure difficulties with the inflation device occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending artery. The physician noted that the encore inflation device gauge did not go beyond 10 atms while attempting to inflate the catheter balloon. The physician removed the encore inflation unit and used another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was visually examined and no visual defects were noted. The unit was functionally examined. A leak test was performed and no air bubbles were noted from the device. A gauge accuracy test was performed and no needle slippage was noted. A device locking mechanism test was performed and no self-releasing was noted. A slide load test was conducted and the unit maintained a vacuum. Next, a pressure damping test was conducted to ensure the unit falls per specifications and the unit passed. The device was primed with water before withdrawing the plunger to create a vacuum with no bubble leakage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure difficulties with the inflation device occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous proximal left anterior descending artery. The physician noted that the encore inflation device gauge did not go beyond 10 atms while attempting to inflate the catheter balloon. The physician removed the encore inflation unit and used another of the same device to complete the procedure. No patient complications were reported and the patient¿s status is good.